Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted in 2010 and another implanted in 2011. It was stated that the patient's first ins did not last long. It was further reported that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 9565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).